Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The unit was returned for failure analysis for error code 281, but the error was not replicated but confirmed via remote fe. When reviewing remote fe, I also noticed a cluster of 23 & 30 error codes. Suj was calibrated and tested in normal mode with no errors triggered. Main cable harness will be replaced to address the error 23 & 30 issue.

Event description:
It was reported that during a benign hysterectomy the customer had issues with the 281 faults on the system. Technical support had the customer perform a hard power cycle on the system and reseated all blue fiber cables but the issue remains. Customer told technical support that the surgeon was able to use the system in this configuration with arms 1, 3 and the camera arm. Technical support had the customer power down to enter maintenance mode and disabled armnet 2 and the customer then power cycled the system back on successfully with no further faults. The customer chose to complete laparoscopically even though the issue was resolved with further troubleshooting. There was no patient harm.